Event description:
Complainant alleged that while the ventilator was in use on a patient, a clicking sound was emanating from the blender; nevertheless, the ventilator was functioning properly. Complainant indicated that there was no adverse effect to the patient due to the reported issue.

Manufacturer narrative:
Some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.